Event description:
Blood tubing was primed and attempted to be connected to IV when registered nurse (rn) noted that screw connector was oval-shaped (instead of circular), therefore connector did not connect/fit. Blood tubing changed. Event did not reach the patient.